Event description:
The reporter stated that the connection came off the joint. Possibly the connection was weak during the setting up of the monitoring kit. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
One sample was received. Both the female of the trigger flush and the male of the administration set were measured and found to meet specification. The components were screwed together and tested for disconnection. The unit did not disconnect during testing. The reporter stated that he connection was probably weak during setup. It is likely that the clinician did not tighten the connection prior to use as stated on the product label. The device history record was reviewed with no issues noted. Smiths was able to confirm the issue and determine the probable cause. The product label cautions the user to check the connections prior to use since the connections may loosen during shipment. No additional action is necessary at this time. Smiths considers this MDR closed with this report.